Manufacturer narrative:
The catheter was analyzed by manufacturing engineering, r&d and quality engineering. The catheter is intact in that it remained in one piece with no portions determined to be missing. It appears that the guide wire was able to tear through the monorail section (correlates to the reported burr as observed by the physician); however, the wire did not make it to the polyimide band which prevents tear-out and/or separation of the device at that location. The distal tip of the catheter was reviewed and there were no observed process or workmanship defects found. No evidence was seen that would conclude the catheter was manufactured out of specification. In the past, a severely kinked guide wire was found to be attributed to a failure mode such as this. Since the guide wire was not returned with the complaint product, a final disposition for root cause can not be determined. Although there was no patient impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.

Event description:
The revolution catheter was stuck in a vessel after viewing a lesion and poba.